Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The review of the manufacturing documents has also shown that lot l805266 did pass a function test during the manufacturing process. Due to that it can be concluded that the damage occurred post-manufacturing as the device would not pass a function test in the current condition with the bent cam. The complaint is confirmed as a correct alignment with the nail holes is not possible anymore with the deformed cam of the insertion handle. Based on the performed evaluation a manufacturing related issue can be excluded. There is a clearly visible dent at one corner of the deformed cam, this dent let us assume that shear force either by a drop to the ground or a hit with another instrument caused the deformation and finally the malfunction of the received insertion handle. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that during a procedure the long recon drill bit was not going through the nail. The nail to insertion handle connection and insertion handle to aiming arm connection was checked as well as the drill bit geometry. The insertion handle was changed, and it worked. There was a fifteen (15) minutes surgical delay and the procedure was completed successfully. No fragments were generated. The patient status is unknown. Concomitant device reported: aiming arm (part unknown, lot unknown, quantity unknown); nail (part unknown, lot unknown, quantity unknown) this report is for an insertion handle. This is report 1 of 2 for (B)(4).